Event description:
We have had several sensors fail over the last 2 weeks. I have had 7 sensor fails in the last seven days. Every sensor they send as a replacement has failed. They tell me when I call that it is very rare a sensor fails. I agree but we have had almost every sensor fail in less than 10 days they are suppose to last. Every single sensor they have sent me as replacement has also failed. Please help me. I have been in contact with dexcom they just keep telling me that they will continue to replace sensors as needed. I have had near 100% fail rate recently. FDA safety report ID # (B)(4).